Event description:
Device 1 of 3: reference MFR. Report# 1627487-2018-13447, 1627487-2018-13448. It was reported the patient underwent surgical intervention on an unknown date, wherein the ipg and leads were explanted for an unknown reason.